Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection with redness, drainage and possible twiddler syndrome. The implantable pulse generator (ipg) pocket was revised, cultures were taken and the pocket was flushed with an antibiotic solution. Antibiotic treatment was administered. The device remains in use. No further patient complications have been reported as a result of this event.